Manufacturer narrative:
This event was initially reported to codman cnv on 8/4/2016 as friction between the delivery wire and coil sheath; however, during analysis on 10/10/2016, it was found that the coil was stretched; therefore, the complaint met MDR reporting criteria on 10/10/2016. Three attempts were made to obtain additional information; however, no further information was provided. (B)(4). Conclusion: as reported by a healthcare professional, a deltapaq coil (cdf10015230/ c36943) coil not advance into microcatheter due to friction between delivery wire and coil sheath. There were no potential patient adverse events. During product analysis, it was found the coil was also stretched. Multiple attempts to obtain additional information were unsuccessful. The deltapaq was returned for analysis. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. Unreported damage of severe kinks located 45.0 and 70.0 (both in centimeters) off the distal tip of the green introducer. Unreported coil stretching located at the proximal section. The remainder of the coil was undamaged. The v notch of the resheathing tool has been fractured. The locking mechanism has indentation, compression, and stretching damage. No manufacturing defects were found. The circumstances of how and when all the unreported damage occurred to the unit cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint the event of the coil not advancing into the unidentified microcatheter due to friction between delivery wire and coil sheath was confirmed. The evidence as received highly suggests that the most likely root cause of the coil not able to be advanced into unidentified microcatheter due to friction between delivery wire and coil sheath may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have severely kinked the dpu in two sections and damaged the coil. In this condition the coil cannot be advanced into the unknown microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return or the identification of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, a deltapaq coil (cdf10015230/ c36943) coil not advance into microcatheter due to friction between delivery wire and coil sheath. During product analysis, it was found that the coil was stretched. There were no potential patient adverse events. During device analysis, it was found that the coil was stretched.